Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 24.0 cm from the proximal end. The pusher assembly mid-joint was retracted within the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted into the introducer sheath friction lock. If the mid-joint was retracted inside the friction lock, resistance will likely be experienced while attempting to advance the device through its introducer sheath. During functional testing, resistance was encountered as the pusher assembly mid-joint was advanced through the introducer sheath friction lock. After the pusher assembly mid-joint was passed through the friction lock, the device was able to advance through its introducer sheath and a demonstration microcatheter without issue. Further investigation revealed a pusher assembly kink. This kink was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating artery (icpc) using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil out of its introducer sheath, the physician experienced resistance, and it would not advance further; therefore, it was removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.